Event description:
It was reported that insulin squirted out during the manual prime. The number did not appear on the screen, and no beeps were heard. The insulin pump also alarmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump has a cracked case on the liquid crystal display window coroners and reservoir tube. The insulin pump also had a missing end cap sticker.